Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Initial emdr for this pr ((B)(4)). This pr. Was mistakenly submitted under the wrong manufacturer report#. This report received ack 3, 17mar2017 under manufacturer report # 3002808486-2017-00824 ((B)(4)) follow-up 1. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: description of event according to study: protocol (B)(4), (B)(6). Hemolysis with severe thrombopenia. On (B)(6) 2017, under general anesthesia, the patient received two zenith alpha¿ thoracic endovascular graft proximal components (zta-p-34-209, zta-p-34-209). The proximal zone of stent graft implantation was 2 using the ishimaru zone classification scale. The devices were deployed successfully, without difficulty . The left subclavian artery (lsa) was not covered by the stent. Prior to the implant procedure, the patient underwent revascularization of the brachiocephalic artery, left common carotid artery, lsa, celiac axis, sma, and renal arteries. No reportable adverse events were observed during the procedure. On the completion angiogram, there was evidence of false lumen perfusion distally. On (B)(6) 2017 (2 days post-procedure), the pt developed hemolysis w/severe thrombopenia. The patient underwent a procedure for elongation of the endoprosthesis to cover the false channel - query pending for more information. The site indicated that the hemolysis with severe thrombopenia was thought to be related to the study device and related to the study procedure. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 25aug2017: it seems that the incident that the patient experienced was ¿hemolysis with severe thrombopenia¿ and not ¿false lumen perfusion¿ as previously indicated. The hemolysis with severe thrombopenia was thought to be related to the study device, and the condition resolved after an additional component was placed." "Indeed, it appears that the cause of post-operative mechanical thrombocytopenia was due to a rupture of the flap between true and false channel at the lower part of the dissection during the first stenting of the thoracic endoprosthesis. Of the second procedure, we complemented the thoracic cover without tearing the flap distally, and redirecting the blood flow into the true channel made it possible to remove hemolysis."

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted 20apr2017, 15sep2017, 24nov2017, 11jun2018, 08jan2019, and 23jun2020.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: (B)(4). Summary of investigational findings: 04dec2018: the new information states that the patient was diagnosed with congestive heart failure that led to death on (B)(6) 2018. The site elaborated on the cause of death with "secondary cardiac decompensation to the fistulisation of a false aortic aneurysm in the left ventricle's hunting chamber". The death cause was not considered related to either device nor procedure. The cause for the death was possibly a fistulation from the false lumen into the heart's left ventricle. As the previous investigation concluded, the patient was treated with an alpha device for dissection, which is outside the intended use. 14may2018: the complaint was reopened, since cta images were provided. The review of the images confirms the new entry tear related to the initial zta-p-34-209 stent graft. Additionally, they confirm that there was a diameter discrepancy between the 34mm diameter implanted stent graft and the true lumen diameter, at the point of the new entry tear, on 14x20mm. The new entry tear was excluded by extending with a second zta-p-34-209 stent graft across the tear into the downstream adjacent intact true lumen. The second stent graft was placed in a true lumen diameter of 17x29mm and is further evidence of the diameter discrepancy between the stent grafts and the true lumen. The images do not change the previous performed investigation or risk assessment, but provide more details to the investigation. 27oct2017: according to the IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations having dissections or diagnosed with marfans syndrome. Subsequently, this device was used outside of intended use. According to the medical assessment disseminated lntravascular coagulation (dic) with subsequent thrombocytopenia and hemolysis is a known complication of endoleak as well as persistent false lumen perfusion. Sac or false lumen thrombosis brought about by endoleak elimination or intimal tear reduction thrombosis is curative. As the hemolysis and thrombocytopenia resolved after placement of a second device, which eliminated the new intimal tear, the tear was causative. The exact relationship between the reported tear and the alpha graft cannot be determined as the imaging for this case is not provided. According to the performed medical assessment for this case, the distal end of the 34mm diameter endograft was likely significantly larger that the distal thoracic true lumen. The diameter discrepancy at the distal endograft results in stress exerted on the intima which can result in a new entry tear. By reducing the diameter discrepancy, use of tapered grafts and/or dissection stent implantation reduces the risk of intimal tearing at the endograft's trailing edge. Since a dissection stent is noted to be an integral part of the dissection treatment system and because it was not used in this case, formation of the reported tear at the endograft distal margin is most likely related to use of the device and not device design or performance. Marfan syndrome causes severe arterial fragility and may explain why a chronic dissection would acutely tear. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint was reopened due to receiving additional imaging. The provided imaging contains angiography from implantation. The imaging was reviewed by an expert stating that the newly provided implantation angiography supports intimal tear creation during implantation. The tear could only represent a sine in the immediate sense because it was present by completion angiography. An immediate tear does not reflect the definition of a sine, which refers to a delayed event. Based on the newly provided imaging, no changes to the previously performed investigation and risk assessment. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent..

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the investigation of this complaint was based on review of complaint history, device history records, the instructions for use (IFU) and medical assesment. According to the IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations having dissections or diagnosed with marfans syndrome. Subsequently, this device was used outside of intended use. According to the medical assessment, disseminated intravascular coagulation (dic) with subsequent thrombocytopenia and hemolysis is a known complication of endoleak as well as persistent false lumen perfusion. Sac or false lumen thrombosis brought about by endoleak elimination or intimal tear reduction thrombosis is curative. As the hemolysis and thrombocytopenia resolved after placement of a second device, which eliminated the new intimal tear, the tear was causative. The exact relationship between the reported tear and the alpha graft cannot be determined as the imaging for this case is not provided. According to the performed medical assessment for this case, diameter discrepancy at the distal endograft results in stress exerted on the intima which can result in a new entry tear. Lastly, marfan syndrome causes severe arterial fragility and may explain why a chronic dissection would acutely tear. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: this complaint was reopened, since cta images were provided. The review of the images confirms the new entry tear related to the initial zta-p-34-209 stent graft. Additionally, they confirm that there was a diameter discrepancy between the 34mm diameter implanted stent graft and the true lumen diameter, at the point of the new entry tear, on 14x20mm. The new entry tear was excluded by extending with a second zta-p-34-209 stent graft across the tear into the downstream adjacent intact true lumen. The second stent graft was placed in a true lumen diameter of 17x29mm and is further evidence of the diameter discrepancy between the stent grafts and the true lumen. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. H6) patient code: 1802 - death. Re-investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 02jun2018: on (B)(6) 2017 (five days post-procedure), an endoleak type 1b distal was observed and left uncorrected. Probably due to a staged procedure but that is yet unconfirmed. On (B)(6) 2018 (429 days post-procedure), the patient is diagnosed with a congestive heart failure that led to death on (B)(6) 2018. This considered not related to either device nor procedure.